Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 50,000 joules. The procedure was completed with another fiber. Neither the pt nor the end user experienced any injuries as a result of this event. Add'l details were requested by the MFR and have not been obtained.